Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty or inability to withdraw system w/ valve through vasculature and thv dislodged off balloon were unable to be confirmed due to unavailability of device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during the advancement of the valve, the wire was unintentionally withdrawn so it was decided to remove the devices to re-introduce a new wire into the ventricle. During the device withdrawal, the esheath+ was removed first with the commander delivery system and valve still inside the patient. It was then tried to remove the commander with the valve, but the valve became stuck in the artery. After several attempts, the valve completely dislodged from the commander that was removed but the valve was still stuck in the patient artery." Per the training manual, it is indicated to "retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip" and "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position." In this case, the withdrawal of the delivery system with crimped valve was proceeded after the sheath was retrieved, which may have caused the thv to come in contact with the patient's vasculature. This could have physically prevented the thv from being removed along with the ds during withdrawal, causing the valve to become stuck, and leading to the reported difficulties during withdrawal. It is likely that excessive device manipulation was used during withdrawal attempts, causing the stuck thv to move/shift distally and dislodge off the balloon. As such, available information suggests that use error (not retrieving devices as a single unit) may have contributed to the reported withdrawal difficulties, while use error (not retrieving devices as a single unit) and/or procedural factors (excessive device manipulation) may have contributed to thv dislodgement off the balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per report received from israel, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the advancement of the valve, the wire was unintentionally withdrawn so it was decided to remove the devices to re-introduce a new wire into the ventricle. During the device withdrawal, the esheath was removed first with the commander and valve still inside the patient. It was then tried to remove the commander with the valve, but the valve became stuck in the artery. After several attempts, the valve completely dislodged from the commander that was removed and the valve was still stuck in the patient artery. A non-edwards balloon was inserted to capture the valve and to attempt to remove it, but it was unsuccessful. It was decided to deploy the valve in the iliac artery and put a covered stent inside. Due to this issues, the patient had a femoral artery dissection which was treated with covered stent and blood transfusions. The procedure was then successfully performed using the other leg access. The patient was noted to be transferred to the ICU fully conscious but with groin pain.

Manufacturer narrative:
Investigation is ongoing.